Manufacturer narrative:
Visual inspection of the complaint sample confirmed the reported event, the broach handle mechanism was loose and would not lock down properly. It was further observed the welds of the pin were broken as reported by the customer. Visual inspection of the weld depth determined it may have been attributed to incorrect setting of the welder. Corrective action was taken including validation of the welding process parameters. Further testing was completed of the validated parameters and deemed the corrective action effective. There have been no other reports of this malfunction involving product manufactured after the corrective action implementation. Therefore this event is considered an isolated incident. No further investigation is required. The information was provided by (B)(6).

Event description:
The broach handle mechanism was loose and would not lock down properly. The malfunction caused a delay of 30 minutes. No complications were reported as a result of the delay.